Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that one case of bd plastic non-sterile luer-lok¿ tip syringes did not have a label on the package. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
One case carton 5ml bulk product was received and reported to be from unknown batch# (p/n 301027). The sample was visually evaluated. The box had double tape on both the top and bottom major flaps. The number 188 was written in black marker on the box¿s upper right minor panel¿s corner. This is the panel where the label is attached per procedure. No scuffing or witness marks of label removing were observed on the panel. No label residue or removal marks were observed on other panels as well. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause, it is possible that a label was not affixed to a box by an operator. This is a defect with a very low occurrence rate for this product. No corrective actions will be taken at this time. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that one case of bd plastic non-sterile luer-lok tip syringes did not have a label on the package. Noticed before use. There was no report of exposure, injury, or medical intervention noted.